Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the open surgery for gastric cancer surgery, when severing stomach tissue, after fired, noted the staples malformed and oozing. Used suture to oversew and stop oozing. There was no patient consequence reported. No additional information can be provided.